Event description:
It was reported that ongoing altitude alarms occurred. Customer¿s blood glucose (bg) level was 250 mg/dl. Reportedly, an obstruction was blocking the speaker holes. Customer cleared the obstruction and reported that the pump supplies would be changed. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.